Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 year post-operative CT showed that the right iliac limb stent graft had disengaged from the common iliac artery and migrated into the aneurysm sac. A re-intervention was performed to place an additional iliac limb stent graft to extend the distal seal into the right common iliac artery, followed by the placement of a self expanding stent in the external iliac artery to maintain patency. As of the date of this report, there have been no additional patient sequelae reported.